Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-742a-1624: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 40,000 joules and 5 minutes "the light beam of the fiber doesn`t shoot straight" was noted. The fiber was exchanged and at 25,000 joules and 11 minutes the same issue was noted. The fiber was exchanged and the third fiber was used to complete the procedure at 40,637 joules and 43 minutes. The tips of the failed fibers were cleaned during the procedure. No harm to the patient was reported. This report is for the first fiber.